Event description:
The customer reported that there were artifacts on the screen and there were lines on the cine images when they are playing. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the ippcba to correct image quality errors with the cine image playback. The system is now working as intended.